Event description:
Device failure was reported. The pump was used to deliver lioresal.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter model #8709sc, lot # n119091001, implanted on: (B)(6) 2007, explanted on: unknown; (B)(4) - analysis of the pump revealed no anomaly. Analysis of the catheter revealed no significant anomaly. Catheter miscellaneous acceptable testing-catheter incomplete/returned in segments.